Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (highly angulated proximal aortic neck). (Suprarenal stents of stent graft). (Balloon rupture).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was approximately 10 cm. The proximal aortic neck was 1.5-2.0 cm long, and the infrarenal neck angle was 90 degrees. The iliac arteries were reported to be normal and unremarkable. It was reported that intra-operatively, following deployment of the stent grafts, another manufacturer¿s balloon and a reliant balloon were used to expand the proximal end of the bifurcated stent graft. Both balloons ruptured, and it was determined that one of the suprarenal stents had folded inward. The physician deployed a cuff, and the metal suprarenal stents became entangled with the delivery system. The delivery system was successfully removed, but the suprarenal stents of the main body and cuff were folded inward. Another reliant balloon was used and the issue was partially corrected; however, the bare metal stents were still partially folded inward. A type ii endoleak was also noted, but there was no evidence of other endoleaks. There were no difficulties with the deployment of the bifurcated stent graft, but it was meeting some resistance during removal at the proximal suprarenal area. The physician commented that the angulated proximal aorta was the likely cause of the issue. No additional clinical sequelae were reported, and the patient is fine.